Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC nurse, unit screen is getting darker with white horizontal lines. Probe does not seem to be communicating with scanner. Device stopped working while being used on patient.